Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 91 mg/dl, 19 mg/dl and 49 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Baxter (B)(4) received a report that while connecting to the yume set by clean flash, an alarm occurred and the clean flash stopped. Then a tear was found from the tubing. Leakage occurred from the tear. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Customer's meter sn# (B) (4) and strip lot 0834335 have been returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value les than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.